Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Concomitant products: 330cc mentor memoryshape breast implant, catalog # 3341205, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a 330cc mentor memoryshape breast implant on (B)(6) 2019 experienced a right sided hematoma post procedure. The treatment of the hematoma required that the device be removed and then placed back inside the patient during a separate surgical procedure on (B)(6) 2019. This is off label use based on the instructions for use. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.